Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd widow, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Moisture was also in the insulin pump's screen. Customer's blood glucose level was 281 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.